Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Performance data was reviewed. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.